Event description:
It was reported that a patient underwent an atrial fibrillation cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and when it was put into place, there was difficulty irrigating. A nurse had noticed that the irrigation flow was slower than usual. Despite using very high pressure, the irrigation flow was described as "almost non-existent". The pentaray was removed from the patient and the physician didn't notice any visual defects with the device. A drop was forming between the splines of the pentaray but was very slow to form. The physician tried flushing the pentaray with a syringe and felt a pressure while doing it. There were no issues with the signals of the pentaray on the carto system or the recording system. No errors or alerts occurred on the carto system. Since the medical team was already in the patient's left atrium, they decided to replace the pentaray. Once the irrigation was plugged into the new pentaray, irrigation flowed normally. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) e1 initial reporter address: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation cardiac ablation procedure with a pentaray nav high-density mapping eco catheter and when it was put into place, there was difficulty irrigating. A nurse had noticed that the irrigation flow was slower than usual. Despite using very high pressure, the irrigation flow was described as "almost non-existent". The pentaray was removed from the patient and the physician didn't notice any visual defects with the device. A drop was forming between the splines of the pentaray but was very slow to form. The physician tried flushing the pentaray with a syringe and felt a pressure while doing it. There were no issues with the signals of the pentaray on the carto system or the recording system. No errors or alerts occurred on the carto system. Since the medical team was already in the patient's left atrium, they decided to replace the pentaray. Once the irrigation was plugged into the new pentaray, irrigation flowed normally. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the irrigation tube was found occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed since the irrigation tube was found bent. The potential cause of the irrigation tubing bent cannot be determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).